Event description:
It was reported there were concerns this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion (pbd). On may 27, 2022, the remaining battery level was 31%, and on september 2, 2022 the remaining battery level depleted to 13%. Technical services confirmed this device is depleting prematurely and recommended device replacement. Currently the device remains in service. There were no adverse patient effects reported.

Event description:
It was reported there were concerns this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion (pbd). On may 27, 2022, the remaining battery level was 31%, and on september 2, 2022 the remaining battery level depleted to 13%. Technical services confirmed this device is depleting prematurely and recommended device replacement. Currently the device remains in service. There were no adverse patient effects reported. Additional information was received that confirmed this device was explanted and replaced. There were no additional adverse patient effects reported. Device has been returned for analysis.

Event description:
It was reported there were concerns this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion (pbd). On may 27, 2022, the remaining battery level was 31%, and on september 2, 2022 the remaining battery level depleted to 13%. Technical services confirmed this device is depleting prematurely and recommended device replacement. Currently the device remains in service. There were no adverse patient effects reported. Additional information was received that confirmed this device was explanted and replaced. There were no additional adverse patient effects reported. Device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.